Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. The patient experienced a skin reaction on the same day the sensor was inserted. The reaction was described as redness at the insertion site. The patient¿s parent consulted a healthcare personnel (hcp) and the patient was treated with a prescription oral antibiotic (floxapen liquid, 20 mg three times a day). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.